Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge remained static at 105 units while the pump was being used for basal therapy. There was no reported impact to the customer's blood glucose level. Reportedly, the insulin gauge began to decreased as expected.